Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent moved on balloon occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. Following pre-dilatation with a 1.0x10mm non-bsc balloon catheter, a 12 x 3.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. Upon removal of the device, the stent strut became "stuck" and the stent moved from its crimped location but remained on the catheter. The stent was hanging on the molding tip, so the device was able to be completely removed from the patient's body. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and microscopic examination found that the stent had detached from the device. The stent was kinked and had several stent struts that were bent. The bumper tip of the device showed no signs of damage. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to slight positive pressure. The balloon wings were opened out from their folded positions. The stent was found to have detached; however, crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the profile of the hypotube and shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. Following pre-dilatation with a 1.0x10mm non-bsc balloon catheter, a 12 x 3.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. Upon removal of the device, the stent strut became "stuck" and the stent moved from its crimped location but remained on the catheter. The stent was hanging on the molding tip, so the device was able to be completely removed from the patient's body. No patient complications were reported and the patient's status was stable.